Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys ft4 iii assay results for 1 patient tested on a cobas 8000 e 801 module. The initial ft4 result was 0.20 ng/dl. The repeat results were 1.36 ng/dl and 1.38 ng/dl on different e 801 modules. There was no allegation of an adverse event and no questionable results were reported outside of the laboratory. The ft4 reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Calibration and qc were within specification at the time of the event. No further discrepant results were measured. The root cause is consistent with a pre-analytical issue.